Event description:
Patient (pt) representative called back in and reported that they were still seeing the no device found message. Pt was unable to advance to passive recharge mode after multiple attempts. Agent sent a request to replace the controller.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they were having issues with the controller not finding the ins and the issue began probably about a month ago. Caller stated they tried resetting the controller and shutting the controller off and on but that did not resolve the issue. Caller also mentioned that they charged both the controller and the ins but the controller would still show the no device found screen. Caller stated that they just called today because the patient was starting to hurt real bad and the ins was not working. During the call agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on. Caller inserted the battery and confirmed controller was showing the no device found screen. Caller connected the recharger and confirmed controller was 100% and implant was 80% recharging at excellent quality. After a moment, caller stated the ins battery was at 100%. Caller then disconnected the recharger and stopped the charging session and the controller showed the no device found screen again. Caller confirmed there was no visible damage to the controller port or to the recharging antenna. Caller mentioned that they also have a stimulator and would use the patient's recharger and it would work fine for them. Caller mentioned the patient had a couple of falls in the past month. Agent redirected patient to hcp to assess any pocket changes. Caller mentioned the patient had external devices replaced a couple of times before.

Manufacturer narrative:
B5 : updated with additional information h6 : code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative ( pt. Rep.) Called in and stated that pt has had all of her equipment replaced and they are still not able to connect to charge the ins. Pss had pt disconnect the rtm cord and verify the plug pins are intact. Pt rep reconnected the rtm cord and stated pt is now connected to the ins and charging the controller is 90% and the ins is 100%